Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: we did received two screws back for investigation. There are no damages visible. The distal external threads that interface with mating nail show no damage or deformation. Functional test: a functional test was performed at cq with a corresponding sample equipment with the result that the devices passed the functional check successfully. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion: a definitive root cause for the reported complaint condition could not be determined based on the provided information. This complaint was not able to be confirmed and no manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.037.010 lot: 9700668 manufacturing site: haegendorf release to warehouse date: 10.dec.2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: aiming arm (part: 03.037.114, lot: 9663756, quantity: 1). Insertion handle, hybrid (part: 03.037.011, lot: 9717530, quantity: 1). Protecting sleeve (part: 03.025.040, lot: 9800636, quantity: 1). Tfna nail (part: unknown, lot: unknown, quantity: 1). Tfna screw (part: unknown, lot: unknown, quantity: 1). Drill (part: unknown, lot: unknown, quantity: 1). Driver (part: unknown, lot: unknown, quantity: 1). Pliers (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two devices with part 03.037.010, lot 9700668 were returned. It is unknown which one malfunctioned. Initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) surgery using a trochanteric femoral nail advance (tfna) system for femoral trochanteric fracture. During distal locking, an unknown tfna locking screw passed an anterior side of an unknown tfna nail and did not pass through the screw hole because an aiming arm stirred posteriorly. The surgeon noticed this after disassembling an insertion handle and an aiming arm. It took time to remove the wrongly inserted screws using an unknown driver and unknown pliers. After the removal of the screws, the surgeon re-drilled and inserted the screw without using an insertion handle. Then, the screw passed through the screw hole successfully. It was reported that the possible cause was that the nail came off with the device because of the looseness of the connection part. The surgery was delayed by approximately thirty (30) minutes. There was no adverse consequence to the patient. Concomitant medical products: aiming arm (part# 03.037.114, lot# unknown, quantity 1). Insertion handle, hybrid (part# 03.037.011, lot# unknown, quantity 1). Protecting sleeve (part# 03.025.040, lot# unknown, quantity 1). Tfna nail (part# unknown, lot# unknown, quantity 1). Tfna screw (part# unknown, lot# unknown, quantity 1). Drill (part# unknown, lot# unknown, quantity 1). Driver (part# unknown, lot# unknown, quantity 1). Pliers (part# unknown, lot#unknown, quantity 1). This report is for one (1) cannulated connecting screw. This is report 1 of 1 for (B)(4).